Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional and no alarms. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours with no call service alarms occurring. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.